Event description:
It was reported on 5/18/1999 that an event occurred involving a cre balloon dilatation catheter. It was indicated that during an esophagoscopy procedure, the pt's esophagus was perforated, requiring surgical intervention to repair. The device was not returned for eval.